Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes the patient has chest congestion, cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Upon further review, the device not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.

Manufacturer narrative:
The manufacturer previously reported that the device has been evaluated and returned to manufacturer in section d9. Also it was marked as evaluated by manufacturer in section h3. After review, it was determined that all these were incorrectly selected since the device was not returned and evaluated by manufacturer.

Manufacturer narrative:
Incorrect code on section h6: medical device problem code was submitted in the previous report.